Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss at an unknown location. A surgical procedure was performed, during which cylinders and pump were removed and replaced. There were no patient complications.